Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available sensing trend curve from january 2018 to july 2018 showed a gradual decrease of the sensing amplitude, from initially 15 mv to 7 mv since april 2018. Furthermore, the shock coil continuity trend curve demonstrated several decreases to <200 ohms since (B)(6) 2018. The provided iegms were inspected. Right ventricular artifacts leading to oversensing were noted. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implant period of approximately 49 months, ventricular oversensing was reported.